Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a spark and smoke observed from synchron cx9 alx clinical system. Bci hotline advised the customer to turn off the instrument and unplug all power cables from the socket. Bci hotline generated service immediately. No one was injured or exposed to smoke.

Manufacturer narrative:
A bci field service engineer (fse) found the connection on the 220v ac line from instrument to the ups failed. The fse replaced the power cable with the customer stock. Per labeling, beckman coulter systems have the ce mark or ul/csa approvals which means the systems meet the electrical safety standards, and are made of materials that will not support or sustain combustion, and are self extinguishing.